Manufacturer narrative:
A stryker depot technician evaluated the device and verified the reported issue. The cause of the issue was determined to be a broken upper assembly casing. During repair, the technician noticed a non-critical issue with the device, and that could not be repaired. Therefore, the customer received a replacement device and the original device was scrapped.

Event description:
The customer contacted stryker to report that their device's battery cannot be inserted. In this state the device may not be able to deliver defibrillation therapy if needed there was no report of patient use associated to the reported event.